Event description:
The reporter stated that he wanted to review problems he was having during testing with his surestep meter. During troubleshooting, the er1 message was rec'd, and retesting with control solution was not successful. The reporter stated that it was probable that he had inserted the test strip upside down.